Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, d4 (exp date, UDI), g3, h1, h2, h3, h4, h6, h11. Reported event was confirmed as visual examination of the returned product/provided pictures identified the device has been cycled 2 times and the sutures were returned outside the needle. There is 1 blue anchor that remains inside the fractured needle. The needle tip has fractured and was returned. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: japan h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery the needle of this complaint product's device was fractured. Fortunately, there is no remains inside of the patient's body. No addtional information is known.